Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure. Additional text: unable to get data read out on display module. Specific component(s) involved: external controller malfunction. Additional text: unable to get data read out while on power base unit-bent pin. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of external controller; other interventions, specify. Other intervention : replacement of power base cable-bent pin. Implant device type: lvad.